Manufacturer narrative:
Citation: saisho et al. Structural valvular deterioration of hancock standard valve in the mitral position 33 years after initial implantation. J artif organs. 2016 may 10. [Epub ahead of print]. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review of a (B)(6) year-old female patient with a history of rheumatic mitral stenosis in which a medtronic hancock bioprosthetic mitral valve (serial number not provided) was implanted 33 years prior. The patient presented with dyspnea, systolic murmur, and diastolic rumble at apex of heart. Diagnostics showed severe cardiomegaly with pulmonary congestion, atrial fibrillation (afib), severe mitral transvalvular leakage, reduced left ventricle function, moderate tricuspid regurgitation, and a pressure gradient of 9.8 mmhg at the mitral valve. Additionally, pulmonary hypertension and low cardiac index were revealed by a cardiac catheterization. Subsequently, the bioprosthetic mitral valve was explanted and replaced, and the tricuspid valve was repaired. Post-operative examination found the explanted valve was mildly calcified, the leaflets mineralized and with a tear at the commissure site, dehisced commissures, and pannus formation at the sewing cuff. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.